Event description:
It was reported that, when the surgeon was fixing the 6.5 cancellous bone screw with the trident cup by using the universal driver shaft, the tip of the one was broken. The surgeon could not remove the fragment of the tip from the screw head.

Manufacturer narrative:
Summary of evaluation: the results of the investigation performed indicated that the tip of the driver fractured in torsional shear. This fracture mode is observed when driver is over torque, excessive wear due to repeated use of the driver and extreme angulations of the driver tip within the screw head.